Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not showing CPR on the ECG in paddles lead. As a result, the need for defibrillation therapy may not have been able to be determined. There was no report of patient use associated with the reported event.